Manufacturer narrative:
Approximate age of device ¿ 9 months (the age is calculated from the date of implant to the event date.). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a low flow alarm. Upon arrival at the emergency room, the pump was determined to not be running. The site indicated that there was a slice in the percutaneous portion of the driveline, which was caused when the patient. The log file analysis confirmed that the pump was no longer operational and that both controller fuses were open. The site has started the patient on heparin. Site has requested a repair of the driveline to turn the pump back on. Due to no driveline repair kit available, clinical provided guidance to the site on how to isolate the wires to prevent from re-shorting. Per customer, a repair was performed. It was indicated via text that the brown, red and black wires were touching each other but other than the comprised insulation, the wires were not damaged. The wires were wrapped individually with tape and then wrapped the bundle. The cable was connected to a new controller and the pump was restarted, approximately 16 hours after initial event. Per customer, the patient was doing well and the repair was thought to last until transplant.

Event description:
The patient received a heart transplant on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stops that appear consistent with the pump cable damage that was confirmed through the video that was submitted by the account. No additional device-related issues were found through the evaluation of heartmate 3 lvas evaluation of the submitted video confirmed a cut to the pump cable near the driveline exit site. The outer silicone layer, underlying armor layer, and bionate were all damaged. The underlying brown, black, and red wires were severed in this location. The fracture of these wires would have caused the observed pump stop event. It was communicated that a tape repair was performed on (B)(6) 2019. The damaged wires were individually wrapped and then bundled. The cable was connected to a new controller and the pump was restarted, approximately 16 hours after the initial event. The patient was doing well and no additional events were reported until the patient underwent a transplant on (B)(6) 2019. The pump was returned assembled with the pump cable severed approximately 9¿ from the pump housing and the distal end of the pump cable was not returned. It should be noted that the pump cable repair site was not returned. The modular cable and system controller were also returned (investigated under MFR # 2916596-2019-02634 and 2916596-2019-02235, respectively). The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The apical cuff was not returned. The cuff lock was returned fully engaged. Examination of the pump cable revealed that it was severed approximately 9¿ from the pump housing but was otherwise unremarkable. The modular cable¿s in-line connector bend relief appeared discolored. A specific cause for the observed discoloration of the modular cable could not conclusively be determined through this evaluation. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved log files appeared to capture the device functioning as intended before the pump cable damage was reported and after the driveline repair was performed. Heartmate 3 left ventricular assist system was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was elevated on the transplant list secondary to a device issue. It was noted that there was a malfunction of at least one of the components of the device, specifically the wires in the proximal portion of the driveline. It was noted that there was a defect in the plastic coating covering these wires and any contact between these wires would result in the pump stopping without warning. Since the portion of the driveline that was effected was 2-3 inches away from the insertion into the skin, there was not enough length of wire for a repair by the company's engineers. The device could not be repaired without replacing the entire device. No additional information was provided.